Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion occurred. The patient presented for a percutaneous valve implant procedure. Vascular access was obtained via a femoral approach. An amplatz super stiff was advanced. An unknown valve was placed and the procedure was considered a success. Post procedure, the patient became hypotensive. An echocardiogram revealed pericardial effusion. The patient treated with pericardial puncture and thoracotomy. The patient is in the intensive care unit.